Manufacturer narrative:
An emdr report was initially sent on 11/10/2022, based on the information that the coating of acrobat® 2 calibrated tip wire guide was damaged. The device was received for evaluation on (B)(6) 2022. Our evaluation of the returned device determined that the coating is damaged 24.6 cm - 29.1 cm from the distal tip. The core wire is partially exposed approximately 26.4 cm - 28.9cm from the distal tip. This distance from the tip is beyond the distal tip of this device. Coating damage outside of the distal tip has not historically caused or contributed to a death or serious injury. Therefore, this no longer meets FDA reporting requirements and this follow up emdr is being sent to cancel the initial emdr.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. It was reported that the device was used for pancreatic duct stenting with an endoscopic approach via duodenal papilla. Due to chronic pancreatitis, stenosis was tight and the physician planned to cross the tight stenosis using soehendra stent retriever(ssr-7). The user was aware of incompatibility of acrobat® 2 calibrated tip wire guide and soehendra stent retriever but he advanced ssr-7 over acrobat® 2 calibrated tip wire guide that was placed in the pancreatic duct and rotating it to pass through the stenosis, and the coating of acrobat® 2 calibrated tip wire guide got damaged [subject of report]. So he replaced the wire guide with olympus' visiglide 0.025" and advanced ssr-7 over it. He crossed the stenosis with ssr-7 and placed a pancreatic stent to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.